Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc device. The customer self-treated with juice after low reading, then had contact with a healthcare professional. The customer reported they were diagnosed with diabetic ketoacidosis (dka) and put on unspecified IV treatment, in addition to antibiotics (ciprofloxacin). The customer was hospitalized for 3 days. There was no report of death or permanent injury associated with this event.